Manufacturer narrative:
(B) (4). The device was not available for evaluation.

Event description:
It was reported to baxter that a 100ml bag with 100 units of insulin was hung as a secondary infusion. The infusion was to run at 1 unit/hr. However, after 1 hour, the bag was empty. Nursing reported it was a pump error. The effects on the patient were reversed, and they were discharged the next day. The following additional information was obtained on 04/14/2010: the director of pharmacy (dop) clarified that the incident occurred on (B) (6)2010. The incident involved a male patient, admitted to the intensive care unit from the emergency department due to hyperglycemia. It was indicated that the device infused 100ml (100units of insulin) in one hour, making the patient's blood sugar drop from about 600 to 35. The patient was given d50, recovered from the incident, and was discharged from the hospital the next day. The dop indicated that the incident was due to human error as the emergency room nurse may have hung the insulin bag higher than the normal saline bag that was also running. The dop indicated that since this was due to human error, the pump was not checked by the biomedical technician, was put back into use, and will not be returned for evaluation. The dop was unable to provide a serial number for the pump. Therefore, the software version is unknown.